Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient came in for an MRI and stated the device has been non-operational for almost 2 years. The hcp added that the MRI facility developed some confusion with how a depleted battery affects MRI eligibility. The caller stated that they thought that if a battery was depleted that they could scan the patient according to the full body scanning conditions. That caller did not indicate that the guideline document or other labeling was confusing. No symptoms or further complications were reported.